Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient called the healthcare provider (hcp) office to make an appointment with a manufacturer representative (rep) for a trickle charge. The issue was not yet resolved as the patient was hospitalized for double pneumonia. After the patient recovers, they are planning to go in and have the trickle charge done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient kept getting a reposition antenna screen on the recharger and the patient had been trying over and over again. Poor communication was also reported. The patient needed to turn stimulation off for an unrelated neck MRI. The patient had not used the device since (B)(6) 2017 when they had an unrelated fusion surgery. The reason the patient did not charge was due to an unrelated medical issue. No further complications were reported.